Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No failed battery test noted. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomaly or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm, unexplained no delivery alarm and had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.